Manufacturer narrative:
Exact date unknown, event occured in 2017. Explant date: 2017. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 16663403.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted devices will not be returned as they were disposed by the medical facility. No further information could be obtained despite good faith efforts.